Event description:
It was reported that the device would not deploy. The catheter tore at the swivel nut/catheter junction. Stent was being placed into a native vessel in the left upper arm for a fistula. The doctor started to deploy the device with the catheter separated from the handle. A new device was used to successfully without inceident.